Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to requirement of MRI compatible implant. It is unknown if there are plans to reimplant the patient as of the date of this report.